Event description:
Patient encountered iterative dislocation leading to the revision of the cup, the insert and the head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving a d36-cl biolox delta cer fem head was reported. Investigation conclusion: product was not returned making technical investigation impossible. Documentary review: lot: 1411223a. Manufacturing order: (B)(4) - (B)(4) units manufactured. No non-conformance observed for this batch. (B)(4) units put on the market by serf in february 2015. No other complaints have been recorded on this lot. In the absence of more information, cause not established. Corrective action/preventive action: no action is required.